Event description:
Medtronic received information that one year, four months post implant of this bioprosthetic valve, the valve was explanted and replaced. No adverse patient effects were reported.

Manufacturer narrative:
Medtronic received additional information that this valve was explanted and replaced due to, congestive heart failure (chf) and endocarditis. Upon explant, calcifications, vegetations, and some tissue growths were present. No cultures were indicated. (B)(4).

Manufacturer narrative:
The device has not been returned to medtronic. Without the return of the product, no definitive conclusion can be made regarding the clinical observation. Additional information has been requested regarding the reason for explant. At the time of this report medtronic has not received this information. (B)(4).

Manufacturer narrative:
Conclusion: the device history record was reviewed and showed that this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. The sterilization process used by medtronic has an anti-microbial kill on microorganisms, and has demonstrated the ability to inactivate the biological indicator which is representative bio burden for the microbial flora found in our manufacturing controlled environment. In addition, the occurrence of endocarditis was greater than 12 months post implant. Based on the descriptive comments outlined from the journal literature, endocarditis occurring greater than 12 months post implant is largely considered to be community acquired (refer to note 1 below). Therefore, it is unlikely that the endocarditis originally came from the device and/or manufacturing valve process. Without the return of the valve, a root cause for the clinical observation was unable to be determined. Medtronic will continue to monitor field performance for similar events should they occur. Note 1 - mylonakis, e., and calderwood, s.b. Infective endocarditis in adults. New england journal of medicine. 345 (18). 1318-1330. Nov. 1, 2001.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.